Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The fine tuner echo was returned to service and repair. To date, no injury has been reported.

Manufacturer narrative:
Conclusion: according the information received, a fine tuner echo was sent to service _ repair. During device investigation a failed capacitor was detected which was clearly the reason for the malfunction. Electrical inspection could not be performed because of the observed failure. This is a final report.

Event description:
The fine tuner echo was returned to service and repair. To date, no injury has been reported. No detail regarding the reason for returning the device has been made available.